Manufacturer narrative:
Client attempted to use the lift unaided and without seatbelt. Attempted to dismount the seat at top without swiveling to park position. Lost balance and fell.

Event description:
Client was attempting to get on the stairlift unaided and lost her balance and fell downstairs. Broke her back in two places.